Event description:
The customer began experiencing high bg levels within ten hours of activating a new pod. Bg levels had risen from 137 mg/dl to 324 mg/dl (carbohydrates had been consumed during this time, but correction boluses were administered to counter the carb intake). Bg levels were checked again in the early morning, which read 228mg/dl - a correction bolus was administered. However, within four hours her levels had gone up to 253mg/dl. No specific device issue was noted in the reported. The pod will be returned for eval.

Manufacturer narrative:
The returned pod was evaluated. No evidence of any malfunction or mfg deficiency was found that would have directly caused or contributed to the customer's high bg levels. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any mfg process issue or product defect. The omnipod user's guide instructs users on proper filling technique and includes the following warning: "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg levels. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in-process as of the date of this report.